Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that inappropriate auto mode switch was observed. Patient is asymptomatic. Programming changes will be made. Scheduled appointment has not been confirmed yet. Patient is in stable condition.